Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 235 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. The customer has been changing his infusion sets every 3-4 days and reusing the reservoirs. The customer was advised to change his infusion set every 2-3 days, and to always use a new reservoir. The customer stated that there are some scratches on the display window of the insulin pump. Nothing further was reported.